Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with blurred vision, symptoms of dehydration (dizzy, lightheaded), and polydypsia associated with no power to the pump. Reportedly, the patient discontinued pump therapy and was treated in the emergency room by their healthcare provider with insulin via pump and IV fluids. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no power to the pump.